Event description:
It was reported that, during a refill, the pump's actual residual volume (arv) was less than the expected residual volume (erv). Specifically, 4-5ml were expected, but 0ml were actually in the reservoir. It was also stated this also occurred during the previous refill where 5ml were expected, but 0ml were in the reservoir. The patient was experiencing withdrawal symptoms at the time of the refill. The drugs used in this system were hydromorphone and bupivacaine. About two months later, it was reported that the pump's erv was 12ml, but the arv was 6ml. It was stated the patient's prior withdrawal symptoms were resultant of the pump reservoir being empty. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10901r17, implanted: (B)(6) 2002, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).